Event description:
This 49-yr-old female underwent bilateral augmentation mammoplasty and mastopexy with insertion of silicone gel implants in 1979. The MFR of the implants is not known to this reporting facility as they were implanted at another facility. Due to possible rupture, the pt desires explanation. Gross exam: the right implant contains several pinpoint perforations which exude gelatinous material. The left implant is macerated. Both capsules show focal foreign body giant cells.